Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen5196 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported when placing a PICC, the catheter was in the patient and when splitting the introducer, it did not split completely and a ring was left in the tip. It was stated they ad to cut it with a scissors.